Event description:
A holter monitor was prescribed to assess the patient's symptomatic atrial fibrillation. No pacing or capture was evident and interrogation of the device observed back-up operation. Rf ablation was performed about a month ago. A software download was initially successful, but during a ventricular sense test, the device reverted to vvi mode. The patient has occasional atrial fibrillation to which she is very sensitive. A device replacement was scheduled.